Event description:
Moog 6000 manufactured by moog/zevex alarm keeps going off during the infusion. Error message air in line. Pt did receive all of the infusion without reaction or side effects. Serial # (B)(4), sep date: 03/14/2018. Pt's mother knows not to throw away device. Mom did not give permission to contact pt re malfunction of device. Dose or amount: 1450mg. Frequency: every 2 weeks. Route: IV. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pompe disease.